Event description:
It was reported that an air embolism occurred. An opticross hd was selected for ultrasound examination of the target lesion. During pullback, the image quality was repeatedly poor. The physician flushed the catheter several times in order to restore the image quality. The patient then experienced an air embolism and st segment elevations that lasted for several minutes but resolved spontaneously. There was no intervention required to resolve the patient complications. The original device was used to successfully complete the procedure, and the patient had fully recovered.

Manufacturer narrative:
With all the available information, boston scientific concludes: device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was not returned to the complaint investigation site for analysis. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Investigation conclusion: improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event. Regarding the patient and impact codes embolism, air, serious injury/ illness/ impairment, and st segment elevation according to the event description, the events may have been caused by a possible device malfunction that resulted in the reported issues. This investigation has been assigned an investigation conclusion code of cause not established.